Event description:
It was reported that a crack was observed in one insert prior to implantation. Two inserts were reported; however, it is stated that only one contains a crack. The hospital is unable to determine which of the two unused inserts is affected. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). It is unknown which lot number of the two liners was impacted. The hospital is unable to determine which of the two following unused inserts is affected: desc: dural alpha insert neutr jj/36 item: 01.00013.710 lot: 3262183 UDI: (B)(4) manufacturing date: oct 27, 2025 sterile expiration date: oct 27, 2030. Desc: dural alpha insert neutr jj/36 item: 01.00013.710 lot: 3256832 UDI: (B)(4) manufacturing date: oct 29, 2025 sterile expiration date: oct 29, 2030. G4: premarket identification: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k121874. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.